Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of 400 to 450 mg/dl. Reportedly, the cause was unknown. Bg was addressed via intravenous insulin drip, glucose stabilizer, and fluids. The customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage.